Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the implantable cardioverter defibrillator (ICD) system was removed due to an infection. The system will be replaced once everything clears up. No further patient complications have been reported as a result of this event.